Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues") and infection ("infections"). The patient was treated with surgery (underwent hysterectomy). At the time of the report, the pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included dysfunctional uterine bleeding and endometriosis. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In july 2009, the patient had essure inserted. On (B)(6) 2012, the patient experienced infection ("infections"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), menorrhagia ("menorrhagia") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving and the menstrual disorder, infection, vaginal haemorrhage, menorrhagia and uterine leiomyoma outcome was unknown. The reporter considered infection, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 3-jul-2018: event "severe pelvic pain " outcome updated to "recovering / resolving", reporter added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain/right lower quadrant pain") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included cesarean section, gravida and parity 2. Concurrent conditions included dysfunctional uterine bleeding, endometriosis, ovarian cyst, post coital bleeding, dehiscence, hemorrhoids, pneumoperitoneum, vaginal cuff dehiscence, dyspareunia, irregular menstruation, spotting vaginal, urinary frequency, migraine, anxiety, pain in hip and abdominal adhesions. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, the patient experienced infection ("infections") and uterine leiomyoma ("uterine fibroids"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues") and menorrhagia ("menorrhagia"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving and the menstrual disorder, infection, vaginal haemorrhage, menorrhagia, uterine leiomyoma, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, infection, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on an unknown date: normal. Ultrasound scan - on an unknown date: normal size uterus with a single visible fibroid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage, uterine leiomyoma. Most recent follow-up information incorporated above includes: on 2-oct-2018: pfs received. Reporter information updated. Event added depression, anxiety. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included dysfunctional uterine bleeding and endometriosis. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, the patient experienced infection ("infections"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues"), menorrhagia ("menorrhagia") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menstrual disorder, infection, vaginal haemorrhage, menorrhagia and uterine leiomyoma outcome was unknown. The reporter considered infection, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical records received- reporter information, patient details, other relevant history, events-abnormal bleeding (vaginal), menorrhagia, infection nos, uterine fibroids, did not undergo an essure confirmation test were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain/right lower quadrant pain') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included cesarean section, gravida ii, parity 2 and endometriosis ablation. Concurrent conditions included dysfunctional uterine bleeding, endometriosis, ovarian cyst, post coital bleeding, wound dehiscence, hemorrhoids, pneumoperitoneum, vaginal cuff dehiscence, dyspareunia, irregular menstruation, post coital bleeding, urinary frequency, migraine, anxiety, pain in hip and abdominal adhesions. Concomitant products included ibuprofen from (B)(6) 2008 to (B)(6) 2012, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 138 days before insertion of essure. In 2009, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced infection ("infections") and was found to have uterine leiomyoma ("uterine fibroids"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), menorrhagia ("menorrhagia"), genital haemorrhage ("gen. Abnormal bleeding"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidal vaginosis"), procedural pain ("post removal complication") and post procedural complication ("post operative disorder nos"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), salpingectomy and oophorectomy (right side ovary),). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, bacterial vaginosis and vulvovaginal candidiasis had resolved and the menstrual disorder, infection, vaginal haemorrhage, menorrhagia, uterine leiomyoma, depression, anxiety, procedural pain and post procedural complication outcome was unknown. The reporter considered anxiety, bacterial vaginosis, depression, genital haemorrhage, infection, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, procedural pain, uterine leiomyoma, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2009 and (B)(6) 2008. Discrepancy noted in essure removal (B)(6) 2009. (B)(6) 2012;hysterectomy with unilateral salpingectomy - left side, unilateral salpingo-oopherectomy - right side. Patient received treatment for pelvic pain, gen. Abnormal bleeding, bacterial vaginosis , candidal vaginosis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Smear cervix - on an unknown date: results: normal. Ultrasound scan - on an unknown date: results: normal size uterus with a single visible fibroid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage, uterine leiomyoma. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: gen. Abnormal bleeding , bacterial vaginosis , candidal vaginosis , post removal complication. Event outcome were added and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain/right lower quadrant pain') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included cesarean section, gravida ii, parity 2 and endometriosis ablation. Concurrent conditions included dysfunctional uterine bleeding, endometriosis, ovarian cyst, post coital bleeding, wound dehiscence, hemorrhoids, pneumoperitoneum, vaginal cuff dehiscence, dyspareunia, irregular menstruation, post coital bleeding, urinary frequency, migraine, anxiety, pain in hip and abdominal adhesions. Concomitant products included ibuprofen from (B)(6) 2008 to (B)(6) 2012, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 8 months 27 days after insertion of essure. In 2009, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced infection ("infections") and was found to have uterine leiomyoma ("uterine fibroids"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), menorrhagia ("menorrhagia"), genital haemorrhage ("gen. Abnormal bleeding"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidal vaginosis"), procedural pain ("post removal complication") and post procedural complication ("post operative disorder nos"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), salpingectomy and oophorectomy (right side ovary),). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, bacterial vaginosis and vulvovaginal candidiasis had resolved and the menstrual disorder, infection, vaginal haemorrhage, menorrhagia, uterine leiomyoma, depression, anxiety, procedural pain and post procedural complication outcome was unknown. The reporter considered anxiety, bacterial vaginosis, depression, genital haemorrhage, infection, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, procedural pain, uterine leiomyoma, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2009 and (B)(6) 2008. Discrepancy noted in essure removal (B)(6) 2009. (B)(6) 2012; hysterectomy with unilateral salpingectomy - left side, unilateral salpingo-oophorectomy - right side. Patient received treatment for pelvic pain, gen. Abnormal bleeding, bacterial vaginosis , candidal vaginosis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Smear cervix - on an unknown date: results: normal. Ultrasound scan - on an unknown date: results: normal size uterus with a single visible fibroid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage, uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain/right lower quadrant pain') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included cesarean section, gravida ii, parity 2 and endometriosis ablation. Concurrent conditions included dysfunctional uterine bleeding, endometriosis, ovarian cyst, post coital bleeding, wound dehiscence, hemorrhoids, pneumoperitoneum, vaginal cuff dehiscence, dyspareunia, irregular menstruation, post coital bleeding, urinary frequency, migraine, anxiety, pain in hip and abdominal adhesions. Concomitant products included ibuprofen from june 2008 to october 2012, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. On (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 8 months 27 days after insertion of essure. In 2009, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced infection ("infections") and was found to have uterine leiomyoma ("uterine fibroids"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), menorrhagia ("menorrhagia"), genital haemorrhage ("gen. Abnormal bleeding"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidal vaginosis"), procedural pain ("post removal complication") and post procedural complication ("post operative disorder nos"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), salpingectomy and oophorectomy (right side ovary),). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, bacterial vaginosis and vulvovaginal candidiasis had resolved and the menstrual disorder, infection, vaginal haemorrhage, menorrhagia, uterine leiomyoma, depression, anxiety, procedural pain and post procedural complication outcome was unknown. The reporter considered anxiety, bacterial vaginosis, depression, genital haemorrhage, infection, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, procedural pain, uterine leiomyoma, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2009 and (B)(6) 2008. Discrepancy noted in essure removal (B)(6) 2009. (B)(6) 2012;hysterectomy with unilateral salpingectomy - left side, unilateral salpingo-oopherectomy - right side. Patient received treatment for pelvic pain, gen. Abnormal bleeding, bacterial vaginosis , candidal vaginosis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Smear cervix - on an unknown date: results: normal. Ultrasound scan - on an unknown date: results: normal size uterus with a single visible fibroid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage, uterine leiomyoma. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain/right lower quadrant pain') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included cesarean section, gravida ii, parity 2 and endometriosis ablation. Concurrent conditions included dysfunctional uterine bleeding, endometriosis, ovarian cyst, post coital bleeding, wound dehiscence, hemorrhoids, pneumoperitoneum, vaginal cuff dehiscence, dyspareunia, irregular menstruation, post coital bleeding, urinary frequency, migraine, anxiety, pain in hip and abdominal adhesions. Concomitant products included ibuprofen from (B)(6) , nsaids since (B)(6) and paracetamol (acetaminophen) since (B)(6). In (B)(6), the patient had essure inserted. On(B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 138 days before insertion of essure. In 2009, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced infection ("infections") and was found to have uterine leiomyoma ("uterine fibroids"). On (B)(6)-2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), menorrhagia ("menorrhagia"), genital haemorrhage ("gen. Abnormal bleeding"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidal vaginosis"), procedural pain ("post removal complication") and post procedural complication ("post operative disorder nos"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), salpingectomy and oophorectomy (right side ovary),). Essure was removed on(B)(6)2012. At the time of the report, the pelvic pain, genital haemorrhage, bacterial vaginosis and vulvovaginal candidiasis had resolved and the menstrual disorder, infection, vaginal haemorrhage, menorrhagia, uterine leiomyoma, depression, anxiety, procedural pain and post procedural complication outcome was unknown. The reporter considered anxiety, bacterial vaginosis, depression, genital haemorrhage, infection, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, procedural pain, uterine leiomyoma, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) and (B)(6). Discrepancy noted in essure removal (B)(6). (B)(6)2012;hysterectomy with unilateral salpingectomy - left side, unilateral salpingo-oopherectomy - right side. Patient received treatment for pelvic pain, gen. Abnormal bleeding, bacterial vaginosis , candidal vaginosis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 01-sep-2008: total bilateral occlusion. Smear cervix - on an unknown date: results: normal. Ultrasound scan - on an unknown date: results: normal size uterus with a single visible fibroid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage, uterine leiomyoma. Most recent follow-up information incorporated above includes: on (B)(6)2020: pfs received: gen. Abnormal bleeding , bacterial vaginosis , candidal vaginosis , post removal complication. Event outcome were added and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.